Event description:
Subsequent to the initial medwatch report, additional information received indicates that the starclose se device was deployed in a heavily calcified common femoral artery and achieved hemostasis; however, there was very small bleeding and the physician preferred to compress slightly. It is not certain if the bleeding was arterial or tissue tract bleeding. However, it was indicated that the application of additive compression is part of the hospitals routine practices. The physician is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: terumo .035; inflation: merit medical; sheath: 6f cordis; stent: absolute 6x40x80. Indication for use. The starclose se instructions for use under precautions state: do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. The lot number was not identified. A follow up report will be submitted with all additional relevant information. The armada 35 balloon dilatation catheter referenced is being filed under a separate medwatch report number.

Event description:
It was reported that during the procedure, after implanting a 6x40x80 absolute stent in a heavily calcified lesion in the mid right superficial femoral artery via right antegrade access, a 5x40x80 armada 35 peripheral balloon dilatation catheter (bdc) was advanced into a 6fr non-abbott sheath and to the stent, without resistance, to perform stent post-dilatation. Using a non-abbott inflation device, during initial inflation of the armada 35 bdc to nominal pressure for 10 seconds, the balloon was difficult to inflate, as only the distal end of the balloon inflated. An attempt was made to deflate the balloon after initial inflation, however, it failed to completely deflate. The armada 35 was further inflated to nominal pressure and held for 10 seconds. When attempting to deflate the armada 35 balloon, it was unable to be deflated. A luer-lock was added to the syringe to hold negative pressure and the balloon was able to be slightly deflated. The slightly deflated armada 35 balloon was withdrawn from the anatomy without resistance, however, with much resistance felt between the non-abbott introducer sheath and the armada 35. The physician attempted to completely deflate the balloon "on the table", outside of the anatomy, but was still unable to completely deflate the balloon. Dilatation was considered completed and hemostasis was achieved via vessel closure with a starclose se device and small additive compression. There were no adverse patient effects and no occurrence of a clinically significant delay. It was indicated that heavy calcification was present at the puncture site. No additional information was provided.